Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8116-70, serial number: (B)(4), batch/lot number: 143613, model/catalog description: artisan surgical lead 70cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from the review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for an uknown reason. No further information could be obtained.